Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, tissue adhesion to the tip of the forceps was too much, and re bleeding occurred. Oozing bleeding occurred as a result of the issue. There was no tissue damage and incision site was not extended. They used another like device to complete the procedure. There was no patient injury.